Event description:
The bronchovideoscope was returned to the service center with a report of there's a picture on the screen but the outlines of the images look like its been dipped into glitter. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, static image was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: static image due to damage on charge coupler device sensor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.